Event description:
On (B)(6) 2019, the customer service (health insurance business) reported an event involving a patient death. The information was provided to them by the (B)(6) in (B)(6). They were also informed that the public prosecutor's office was involved in the case. No information was provided about the cause of the patient death. Furthermore, no information was provided about a device malfunction. The event occurred while the device was in patient use. It is unknown if the device caused or contributed to the patient's death. During the reporting of the event, a mrs. (B)(6) from the police authority, mentioned that she did not assume that there was a relationship between the pump and the patient's cause of death. The pump was confiscated by the police to preserve evidence. The prosecutor's office stated that they would release the device to the manufacturer sometime after january of 2020. No additional information was available. On 12/23/2019 the following additional information was provided: beginning of therapy (B)(6) 2019. End of therapy (B)(6) 2019. The pump recently got a technical safety control from technical service and was valid until october 2020. The pump was shipped to the customer from the manufacturer on 26-nov 2019. A dr. (B)(6) from the hospital will provide additional information in the form of an email statement. Should additional relevant details about the event become available, a supplemental report will be submitted.